Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image) and the insulin pump had a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the open book image and cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. The thump software was successful to download. During download review using pump detailed trace it recorded pump error 63 (variable = 15, file number = 2017 line number = 147) were on 04/09/2025 14:15:41.000 and 04/09/2025 14:15:53.000. Also triggered three consecutive times in the main error log. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the twi interface or ad5161 chip. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. Critical pump error (open book image) alarm confirmed, problem isolated to electronic assemblies. Cosmetic damage was not confirmed the battery tube side, however other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.